Event description:
It was reported that the needle 21g 1in tw experienced foreign matter contamination. The following information was provided by the customer: f/m has been found. F/m has been found before using.

Manufacturer narrative:
Investigation: photo evaluation: 1 photo was received for evaluation. Observed foreign matter on the body of the cannula. Sample evaluation: 1 actual sample in open-packaged was returned for investigation. The sample was not decontaminated. The sample was subjected to visual inspection to check for foreign matter on the cannula. One loose foreign matter was observed on the body of the cannula. It was black in colored and irregular-shaped. The size of the foreign matter was measured by the fm chart and determined to be 0.7 mm2 which failed the specifications of no individual fm on cannula >0.2mm2. Based on the ftir results, the foreign matter is a mixture of cellulose and possible inorganic compounds. Chipboard is a derivative of cellulose. Paper, wood, cotton, and similar materials are also composed of cellulose. The assembly machine, nip 1 was reviewed. The assembly processes are in enclosed machine. Materials in the form of wood (example, cardboard, cartons, chipboard and etc) are not allowed to be brought into the manufacturing area per gmp procedure, 90005456. There is no black paper, wood and cotton near the vicinity of the assembly machine and theses materials are not used in the assembly process. The foreign matter could have been transferred from the environment during product handling. Root cause cannot be established. A DHR was performed and there were no quality notifications raised for the past 12 months and no rejects related to foreign matter on cannula were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 21g 1in tw experienced foreign matter contamination. The following information was provided by the customer: f/m has been found. F/m has been found before using.